Event description:
The customer reported that the system displayed a control panel error message. This error message is generated when the system cannot communicate with the c-arm control panels and will cause the system to immediately shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The doghouse ribbon cable was reseated. The system was then found to be operating as intended.